Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient had daily shocking and pain since implant. Right after having the implant put in on (B)(6) 2015 the patient was getting pain where the leads were and there was shocking in the pocket area near the battery pack. It was a little shock and it was increasing. There was something wrong with where the leads were. The implantable neurostimulator (ins) was helping with the patient's symptoms of vomiting and nausea and the patient noticed their symptoms were gradually coming back. The patient had a little nausea and vomiting yesterday. When the patient ate and drank they got pain. When they first got the ins they had pain, but now the pain was increasing and it was unbearable. The patient was having a lot of pain and problems. The patient was going to see their hcp today to have the ins checked. The troubleshooting and intervention performed was that the stimulator was adjusted and the voltage was lowered from 3.5v to 2.5v. The cause of the pain, shocking, and return of symptoms was determined to be overstimulation by the stimulator. The patient was yet to follow-up after the adjustment. The patient had the implant for gastroparesis.